Event description:
Pt admitted with a diagnosis of failed right total ankle arthroplasty with probable fracture of the talus with large cystic lesions in the talus and subtalar joint.

Event description:
Add'l info rec'd from MFR 05/18/04: the total implant duration time for the device was approx four years and five months. Depuy's medwatch report number for this event is 1818910-2004-00078. The initial report was submitted on february 11, 2004 and a follow-up report was sent on march 9, 2004. This report relates to product code 1555-04-000. No medwatch was submitted for product code 1555-34-000, as the potential for product cause or contribution to the need for revision surgery was not established for this product. Also, please note that the reports attached to letter seem to have incorrectly associated the lot numbers with the proudct codes for the two devices. The attached reports show "catalog" 1555-34-000 with "lot" st4hl1005, and "catalog" 1555-04 with "lot" s21fw1010. The actual product/lot combinations (with product descriptions) are shown below. 1555-04-000, st4hl1005, agility talar ankle, sz 4, cobalt chrome. 1555-34-000, s21fw1010, agility ankle insert, sz 4, polyethylene.